Manufacturer narrative:
(B)(4). Added additional information: after several requests, the device was not received for analysis.

Event description:
It was reported that during a visceral procedure, the clips would not hold after placing. The clips did not come out properly and did not hold. The applier was cleaned and a remained blocked clip released. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.